Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is possible the needle became kinked during use, pinching the stylet preventing its removal. The following information is stated in the instructions for use (IFU): "after sliding the stylet knob forward or backward to confirm that it moves smoothly, insert the stylet knob into the aspiration port until it stops.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Event description:
Company representative reported the device stylet broke off during a procedure. There was no patient harm, no injury reported due to the event. No user injury was reported.

Manufacturer narrative:
Multiple follow ups were made to gather additional information regarding the event reported, however, were unsuccessful, no response is received . In addition, the subject device was not returned for evaluation. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.